Event description:
A malfunction alarm was reported by the customer, specifically displaying malf 6. There was no adverse impact to the customer¿s blood glucose level. The customer is expected to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted, while technical support sent a replacement pump and provided instructions for returning the malfunctioning pump.